Manufacturer narrative:
Concomitant medical products: evolutr-34-us corevalve evolut r valve, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that loss of capture and insulation damage were noted on the right ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.